Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A low readings issue was reported with the Abbott Diabetes Care (ADC) device. The customer received unspecified low scan results obtained on the ADC device, and it is unknown whether the customer noted a trend arrow on the device. It is unknown whether the customer experienced any symptoms related to this event or whether any self-treatment was administered. The customer self-presented to a hospital; however, details regarding treatment provided by the healthcare professional were not reported. The customer declined to provide additional information about the event. There was no report of death or permanent injury associated with this event.